Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it remained in the patient. No definitive conclusion can be drawn regarding the clinical observation. However, based on the reported information, there did not appear to have been any defect of the device during use.

Event description:
Medtronic received information that a patient died twenty four days (24) post pipeline treatment for an aneurysm located in the right cavernous. It was reported that nineteen days (19) post pipeline treatment the patient was transported to the hospital due to unusual migraines. In the ambulance the patient was noted to have a blackened and swollen right eye. The patient denied pain but experienced nausea and vomiting. Upon arrival to the hospital a carotid cavernous fistula (ccf) with ocular compartment syndrome was identified believed to be a result of the cavernous artery rupturing. An attempt was made to coil the carotid cavernous fistula (ccf), but the coils could not be delivered successfully to complete the embolization. The following day the patient had an angiogram, for balloon testing after heparin bolus (prior to balloon insertion). Baseline neuro exam found new dilated, non-responsive pupil. A cat scan showed a diffuse subarachnoid hemorrhage (sah) with dilated ventricles. The patient was taken back for emergent external ventricular drain (evd) placement and intracranial pressure (icp) management. Twenty-one days post pipeline treatment the right internal carotid artery was occluded using 13 coils and 1 micro vascular plug in order to sacrifice the carotid artery. However, icps remained high despite maximum medical therapy. The family decided to withdraw care and the patient died the same day.